Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), while switching from ac drive to battery drive when moving from the catheter room to the ICU, the battery was empty. The iabp was operated by ac drive overnight and it was not charged. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service representative reported that the customer had approved gettinge service. A getinge field service engineer (fse) was dispatched to the site and evaluated the iabp unit and was able to reproduce the reported issue. The batteries would not be charged although the ac plug was connected to an active ac power source and attempted to be charged all day long. The reported issue was confirmed to be caused by failure of the power management board. After replacing the power management board, the batteries were charged fully with no issues. Several attempts to charge and discharge of the batteries were made, and the respective cycles were completed normally. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), while switching from ac drive to battery drive when moving from the catheter room to the ICU, the battery was empty. The iabp was operated by ac drive overnight and it was not charged. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service representative reported that the customer has not yet requested getinge to evaluate and repair the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. If any pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), while switching from ac drive to battery drive when moving from the catheter room to the ICU, the battery was empty. The iabp was operated by ac drive overnight and it was not charged. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation result codes & evaluation conclusion codes), h10. The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board, and visual damage was observed to component q27, which is shorted. Past experience has proven that when q27 is shorted the batteries will not charge. Q27 is the cause of the batteries not charging. The power management board could not be tested due to the shorting of q27. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The serial number was incorrectly reported at the initial report for this complaint. The correct serial number is (B)(6) instead of (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), while switching from ac drive to battery drive when moving from the catheter room to the ICU, the battery was empty. The iabp was operated by ac drive overnight and it was not charged. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), while switching from ac drive to battery drive when moving from the catheter room to the ICU, the battery was empty. The iabp was operated by ac drive overnight and it was not charged. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
The supplier had indicated, that it was not possible to perform a failure analysis on this board. The national repair center had verified the failure of component q27 being shorted. Past failure analysis has proven, that when q27 is shorted , the batteries will not charge. Therefore, the shorting of q27 is the root cause of the failure. Retaining the board in the national repair center per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), while switching from ac drive to battery drive when moving from the catheter room to the ICU, the battery was empty. The iabp was operated by ac drive overnight and it was not charged. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), while switching from ac drive to battery drive when moving from the catheter room to the ICU, the battery was empty. The iabp was operated by ac drive overnight and it was not charged. No patient harm, serious injury or adverse event was reported.